Manufacturer narrative:
Correction: annex b: b21 annex c: c21 annex d: d16 additional information: device available for eval?, returned to manufacturer on, device eval by manufacturer?, annex b: b01 annex c: c16 annex d: d03. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: field technician stated issue of door get stuck was confirmed. Received on 09-dec-2024, lvp device was received unboxed and with paperwork. Door cover get stuck was confirmed upon external inspection. Internal inspection revealed that the wire harness is not fully seated causing the door to get stuck. Wire harness not fully seated. Workmanship at bd manufacturing. Device to be returned to san diego repair center for normal processing. Noted issue(s) were corrected in bd san diego operation¿s lab. No repair required by bd san diego repair center. Failure investigation report attached to on in sap. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device door gets stuck when you try to open. There was no patient involvement.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device door gets stuck when you try to open. There was no patient involvement.